Manufacturer narrative:
The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 4mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A microscopic and tactile examination found no kinks or damage to the shaft of the device. The markerbands, tip and blades of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 08may2020. It was reported that the balloon could not cross the lesion. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 10mmx3.50mm wolverine coronary cutting balloon was advanced but was unable to cross the lesion. The balloon was removed and the procedure was completed with a different device. No patient complications were reported. However, device analysis revealed a balloon pinhole.